Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in her insulin cartridge after insertion into the infusion device. She stated that she does allow insulin to reach room temperature before use. She stated that she does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She was educated on the proper procedure. She stated that there were air bubbles in the insulin cartridge at the time of the report, but she refused to prime them from the system. She stated the air bubbles were small and there was not much insulin left in the cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.